Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received, one needle-suture piece outside its packaging that pertains to product code sxpp1a434. During visual inspection of the returned sample, body fluids and marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, body fluid was present along the strand, damage and deformations were noticeable in the barbs, and the extreme was noted to be cut probably caused by a surgical instrument. After further evaluation crimping marks were observed on the suture surface that could be caused by a surgical instrument. The other section of the suture was not returned for analysis. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the lot number? Note: related events reported via 2210968-2024-00638.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2023 and a barbed suture was used. During the procedure, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences. Additional information was requested.